Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is instrument breakage. During surgery for oa on (B)(6) the surgeon tried to insert a cup trial by use of the product in question. When the surgeon raised up the fixing plastic part in order not to move the trial cup, the plastic part broke with clack sound. The surgery was complete with a ten-minute delay. There was no harm to the patient.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the investigation confirmed that the locking catch of the angled acet inserter had fractured. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.